Event description:
A report was received that the patient was admitted with right lower extremity cellulitis and redness, and complaints of drainage at the back incision. Upon admission the incision site was dry and intact with no drainage noted on the dressing, and there was slight redness noted. There was erythema of the right lower extremity. The patient was administered vancomycin and gradually improved with no redness, erythema or swelling around that area. The event resolved on (B)(6) 2015 and the patient was discharged. The physician assessed that the event was procedure related and not device related.

Event description:
A report was received that the patient was admitted with right lower extremity cellulitis and redness, and complaints of drainage at the back incision. Upon admission, the incision site was dry and intact with no drainage noted on the dressing, and there was slight redness noted. There was erythema of the right lower extremity. The patient was administered vancomycin and gradually improved with no redness, erythema or swelling around that area. The event resolved on (B)(6) 2015 and the patient was discharged. The physician assessed that the event was procedure related and not device related.

Manufacturer narrative:
.